Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 13. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 13. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a seizure and a loss of consciousness. The customer had contact with a healthcare professional who provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported signal loss which led to glucose readings and alarm notifications being unable to be obtained. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.